Event description:
After exam, it was noted that the patient was bleeding slightly. Physician examined speculum and found that a piece was cracked and broken off, still in packaging. Speculum is clear and this crack was not evident at beginning of exam. Diagnosis: pelvic exam. Event abated after use stopped or dose reduced: yes.